Event description:
It was reported that the patient was symptomatic with right ventricular (rv)-only pacing. The pacemaker was explanted and replaced on (B)(6) 2026 while the rv lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-05720 as the pacemaker should not have been submitted as a medical device report (MDR) as the pacemaker was explanted due to elective replacement indicator (ER) with no allegation of malfunction.